Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for congestive heart failure. The etiology of the event(s) is unknown; therefore, causality cannot be established. Congestive heart failure (chf) is one of the most prevalent cardiovascular complications in end stage renal disease (esrd) patients. Additionally, the incidence of chf in the esrd population as compared to the non-esrd population is estimated as being up to 3-fold higher. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event(s). Due to the lack of treatment records, discharge summary and the lack of a manufacturer evaluation of the suspect device; there is insufficient evidence to disassociate the liberty select cycler from the event(s).

Event description:
It was reported that a peritoneal dialysis (pd) patient could not drain while being in the hospital for fluid around heart. The patient reported not receiving an alarm during treatment. The patient is able to drain by sitting up. The patient was advised to continue the use of their cycler. A new cycler was issued to the patient. Additional information was requested, however it was not available. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the event(s).

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. During drain 0 of a simulated treatment, a soft alarm patient line is blocked followed by a drain complication encountered warning occurred, as expected, when intentionally restricting the patient line during a drain phase. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined.a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.